Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had been in the hospital for five days prior to the report, and was not getting better. It was indicated that the patient had a sudden change in therapy/ stomach symptoms. The patient experienced nausea, vomiting, and were feeling sick. They were calling to have the manufacturer representative come see the patient. There were no further complications reported as a result of this event. The indication for use was gastric stimulation.